Event description:
A report was received that the patient had pain at the pocket site while charging and was having difficulty charging the ipg. The patient underwent pocket revision wherein a new ipg was implanted.

Manufacturer narrative:
Additional information was received that the ipg was replaced due to a suspected device malfunction. The leads were also replaced with a paddle lead. After the revision, the patient was admitted to the hospital due to a suspected procedure related infection (MFR report #: 3006630150-2013-00567). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4)/ 415337, description: linear st lead with preloaded enhanced stylet, 70 cm.

Event description:
A report was received that the patient had pain at the pocket site while charging and was having difficulty charging the ipg. The patient underwent pocket revision wherein a new ipg was implanted.

Manufacturer narrative:
Additional information was received that the ipg was replaced due to a suspected device malfunction. After the revision, the patient was admitted to the hospital due to a suspected procedure related infection (MFR report #: 3006630150-2013-00567). A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had pain at the pocket site while charging and was having difficulty charging the ipg. The patient underwent pocket revision wherein a new ipg was implanted.

Event description:
A report was received that the patient had pain at the pocket site while charging and was having difficulty charging the ipg. The patient underwent pocket revision wherein a new ipg was implanted.

Manufacturer narrative:
(B)(4).